Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant,while the device tip was inside the papilla the physician started cutting when the cutting wire broke. The physician withdrew the product and successfully completed the procedure with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a malfunction of "stop button doesn't work." This condition was found during programming/setup in the ER. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "stop button doesn't work" due to a defective keypad internal circuit. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "stop button doesn't work". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation. There is an ongoing CAPA investigation (B)(4) that is associated with this report.